Event description:
Nurse reports cardiac monitor alarm sounding for elevated blood pressure. Went into room to investigate and IV channel infusing norepinephrine blinking red and displaying channel error. Pt had been hypotensive previously and nurse believe IV pump may have bolused norepinephrine due to equipment error. IV pump "brain" (B)(4), IV pump channel (B)(4). FDA safety report ID# (B)(4).